Event description:
A user facility biomedical technician (biomed) reported to fresenius that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. A fresenius field service technician (fst) was called onsite to evaluate the 2008t hd machine involved in the event. It was alleged that the machine¿s blood leak alarm failed to trigger despite blood being visible in the red dialysate line. Additional clarification was provided upon follow-up with the reporting facility, as well as the fst who inspected the machine. The dialyzer blood leak was confirmed to be internal, and it occurred less than a minute into the patient¿s hd treatment. It was reported that the blood pump was stopped before any blood reached the blood leak detector. After speaking with a registered nurse (rn) familiar with the event, it was revealed that another unrelated issue had occurred leading up to the blood leak incident. Per the rn, the patient¿s access site clotted, and they were unable to get a good flow to start the treatment. The rn said there was a little bit of flow, but not enough to do dialysis. The system was just pulling clots, and the needle then quickly clotted off. No visual damage or defects were noted on any of the disposable products. As a result of the clotting, the patient¿s treatment was paused and their blood was not returned. The rn stated the patient did not complete their treatment. However, it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported events. The patient's estimated blood loss (ebl) was 50-75 ml. While removing the supplies from the machine, the rn noticed a pinkish hue in the dialysate lines, indicative of an internal blood leak. A blood test strip was not used; the rn did not think the facility had any in their inventory. The dialyzer was discarded, and the lot number for the device was not known. Following the event, the machine was removed from service and an onsite evaluation of the machine was requested by the facility. An fst went to the facility to inspect the machine, and they could not duplicate the error. The fst found the blood leak detector to be working correctly. As a precaution, the fst replaced the blood leak detector and then calibrated it. As a result of the events, the patient¿s graft was removed and replaced with a catheter. The patient resumed treatment with their catheter the following day and there were no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. A fresenius field service technician (fst) was called onsite to evaluate the 2008t hd machine involved in the event. It was alleged that the machine¿s blood leak alarm failed to trigger despite blood being visible in the red dialysate line. Additional clarification was provided upon follow-up with the reporting facility, as well as the fst who inspected the machine. The dialyzer blood leak was confirmed to be internal, and it occurred less than a minute into the patient¿s hd treatment. It was reported that the blood pump was stopped before any blood reached the blood leak detector. After speaking with a registered nurse (rn) familiar with the event, it was revealed that another unrelated issue had occurred leading up to the blood leak incident. Per the rn, the patient¿s access site clotted, and they were unable to get a good flow to start the treatment. The rn said there was a little bit of flow, but not enough to do dialysis. The system was just pulling clots, and the needle then quickly clotted off. No visual damage or defects were noted on any of the disposable products. As a result of the clotting, the patient¿s treatment was paused and their blood was not returned. The rn stated the patient did not complete their treatment. However, it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported events. The patient's estimated blood loss (ebl) was 50-75 ml. While removing the supplies from the machine, the rn noticed a pinkish hue in the dialysate lines, indicative of an internal blood leak. A blood test strip was not used; the rn did not think the facility had any in their inventory. The dialyzer was discarded, and the lot number for the device was not known. Following the event, the machine was removed from service and an onsite evaluation of the machine was requested by the facility. An fst went to the facility to inspect the machine, and they could not duplicate the error. The fst found the blood leak detector to be working correctly. As a precaution, the fst replaced the blood leak detector and then calibrated it. As a result of the events, the patient¿s graft was removed and replaced with a catheter. The patient resumed treatment with their catheter the following day and there were no further issues.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a delivery search was performed to obtain all lot numbers with the reported catalog number shipped to the facility in the three months prior to the complaint occurrence date. There were no lots delivered from the reported catalog number during this time frame. The search was then extended to find the last delivered lot with the reported catalog number. The search did not yield any results. Therefore, a lot history review, or a lot record review could not be performed. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. As a result, the complaint could not be confirmed.